Manufacturer narrative:
Battery charger sn (B)(4) was returned and evaluated at the distributor. The reported problem (charger power connector problem) has been confirmed. Upon investigation the battery charger power cord loose and would not stay in the charger power brick. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient had a battery charger power connector problem.